Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting could not be performed since the customer's pump was not available. Explained the two high bg rule. Instructed to call the help line if any further assistance is needed.